Event description:
It was reported that during normal follow up, inappropriate therapy due to noise and a decrease in sensing were observed. The patient elected not to replace the lead at this time. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.